Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed that the gas delivery module would not calibrate. Manual control of gas flow and concentration remained available through local controls. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
The o2 sensor within the gas delivery module was replaced by the field service representative. The sensor was evaluated. The voltage readings of the sensor did not meet specified values due to premature expiration of the consumable electrolyte within the sensor.